Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom delayed keypad response, caused by a failed processor printed circuit board. The keypad was tested and all keys were found to function as designed. The failed processor printed circuit board was replaced.

Event description:
During baxter's evaluation of a spectrum pump it was discovered that a pump experienced a delayed keypad response. There was no patient involvement.